Event description:
It was reported by the hosp that the tip of the drill broke into the tibia of the pt. The broken piece could not be removed as it was too deep. No adverse consequences for the pt were reported.